Event description:
It was reported that a low defibrillation impedance was observed on the right ventricular (rv) lead. Dynamic tx over current detection (ocd) was programmed on the device, which allowed the device to switch high-voltage (hv) polarity and hv therapy was delivered, but did not successfully terminate the arrhythmia and CPR and external defibrillation were required. Hv therapy was delivered again by the device and was successful. Rv lead damage is suspected, but was unable to be confirmed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a revision procedure was attempted to implant a new right ventricular (rv) lead, but fast sustained ventricular tachycardias were induced, which required manual antitachycardia pacing and external shocks to restore sinus rhythm. The procedure was stopped and a new rv lead was not implanted. The patient was hospitalized following the procedure. The patient was stable.